Event description:
Product surveillance contacted the caregiver (cg) on (B)(6) 2012 regarding an unrelated alarm. Per the cg the home patient (hp) was taking antibiotics for peritonitis. The peritoneal dialysis registered nurse (pdrn) was contacted by product surveillance on (B)(6) 2012. The pdrn stated that the hp did experience peritonitis on an unknown date manifested by a fever and abdominal tenderness. The hp was treated with a ten day course of vancomycin and gentamycin (dose and route not reported). The hp did not require hospitalization for this event. The pdrn stated that the cause of this peritonitis event was unknown. The hp was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11k19062) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.